Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen prolong lps-flex articular surface, catalog #: 00596204014, lot #: 63035244. Nexgen option lps femoral component, catalog #: 00599601551, lot #: 63173818. Nexgen stemmed tibial component, catalog #: 00598004701, lot #: 63198588. Nexgen full block tibial augment, catalog #: 00598800510, lot #: 63101764. Palacos bone cement, catalog #: 00111314001, lot #: 80374413. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00245, 3007963827-2018-00046, 0002648920-2018-00246, 0002648920-2018-00249, 0001822565-2018-01844. Product location unknown.

Event description:
It was reported that the patient had a knee arthroplasty revision due failure of the left knee arthroplasty. It was noted during the revision that the knee was stiff. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.